Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was a reported multiple cartridge change errors occurred with multiple cartridges during the load sequence. The customer's blood glucose was 270 mg/dl. Reportedly, the customer had manual injections for alternate insulin therapy.